Event description:
The customer alleged to have experienced green staining on his skin. The customer immediately washed the area twice with soap and water. There were no reports of allergic reactions. The customer was wearing gloves (personal protective equipment) at the time of the incident. The instruction for use (IFU) for cidex opa was available to the customer. The customer did not seek medical attention. Asp attempted to follow-up with the customer multiple times, but was unsuccessful.